Event description:
It was reported that a patient sustained bruising and scabs after treatment with a quantum ipl laser.

Manufacturer narrative:
Reasonable attempts were made to obtain additional relevant information; however, none was provided by the user facility. The user facility declined service on the subject device therefore, no investigation of the device was performed by lumenis.